Event description:
It was reported that the patient had this mesh device implanted as part of a randomized controlled trial on (B)(6) 2011. At follow up on (B)(6) 2013, a persistent prolapse was noted and there was a thickening just under the vaginal skin at the distal part of the prolapse. The doctor's recommended treatment was to try to remove the mesh, but the patient was moving home. The doctor recommended use of a pessary for support to the prolapse.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.